Manufacturer narrative:
One sample of taperguard tracheostomy tube was received for evaluation. A visual inspection was performed, and it was observed that the cuff presented a small tear. An inflation/deflation test was performed, using a syringe 25cc of air was applied to the cuff, and it was observed that it deflated after half of a minute. The sample was submerged into a container filled with water, and it was observed the cuff leaked air. The failure mode was confirmed in the provided pictures, and in the received sample. All manufacturing controls were found acceptable and effective to detect the reported failure mode. An inflation test is performed for all taperguard products. The operator inspects all products for no leaks, and segregates the defective parts. All taperguard products have a resting time of two hours. Deflation test is performed for all taperguard products. Once the part is inspected visually, the instructions provide the guidelines to deflate the cuff. The reported failure was confirmed. (B)(4).

Event description:
It was reported by a customer in (B)(6) that, during prior to use test, it was confirmed that the balloon cuff was leaking. There was no patient involvement.

Manufacturer narrative:
(B)(4).